Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000157056.

Event description:
It was reported that the patient experienced ineffective therapy and that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue.